Event description:
It was reported that error message e214 displayed on the light source. This was discovered during a gastroscopy therapeutic procedure. This was completed using a similar device. There were no reports of a delay or patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the device malfunction was not confirmed during evaluation. However, there were severe water invasion inside the chamber and the s-socket pins were corroded. It was noted that it is likely that this caused communication error. The definitive root cause of the reported issue could not be determined olympus will continue to monitor field performance for this device.